Event description:
A surgeon reported that a memory lens iol was implanted in a pt's right eye in 2000. Yag procedure performed in 12/2001. Iol diagnosed as opacified in 2003. Prognosis states as fair with good visual acuity, 20/25, but pt notices "fog". Surgeon does not recommend iol exchange unless acuity is significantly impaired. No further information is available.